Manufacturer narrative:
A sample was received from the customer for investigation. A device history record review for model 2426-0500 lot number 20043509 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The complaint of misassembly was confirmed through visual inspection of the sample. The root cause for this failure was determined to be error in the manufacturing process of the set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was missing a spike. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: 20043509. It was reported the primary IV tubing did not have a spike on one end for the IV fluids.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was missing a spike. The following information was provided by the initial reporter: material no.: 2426-0500 batch no: 20043509. It was reported the primary IV tubing did not have a spike on one end for the IV fluids.